Event description:
It was reported to philips healthcare that during a patient event the paramedics were unable to acquire a 3 lead and 12 lead ECG. There was no negative patient impact.

Manufacturer narrative:
(B)(4).